Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side exchange of implant with no complaint against the device. Later, healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed openings on the device. ¿ crease folding of implant: observed creases on the surface of the device. ¿ other-technical: no observed particles in the valve. Additional observations: ¿ observed wear abrasion on the device.

Event description:
Healthcare professional later reported "any creases associated with hole", "obvious hole at site of a fold in the implant", and "particles in valve".